Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The absolute pro self expanding stent system (sess) was returned with blood in the sheath, on the shaft, on and inside the handle, consistent with being advanced into the anatomy. The distal sheath was returned retracted. The handle was returned completely disassembled, which is consistent with the reported information that the handle was taken apart and the sheath was manually pulled thereby fully releasing the stent at the target lesion. There was one broken mounting pin on the handle. There was a bend in the hypotube distal to the distal end of the luer, which was likely due to handling while opening the handle. The thumbwheel gear was not returned. There was no other damage noted to the sess. Factors that may contribute to difficulty deploying the stent include, but are not limited to, manufacturing, pre-dilatation strategy, anatomical conditions, deployment technique and/or damage to the device deployment mechanisms. In this case, it may be possible that anatomical conditions contributed to the difficulty. If the shaft of the absolute pro is entrapped within a tight vessel and/or around a tight angle in the anatomy, the attempt to rotate the thumbwheel to retract the outer member [sheath] may be unsuccessful, as the outer member may not be able to move freely over the outer outer member and inner member to release the stent. The absolute pro was used to treat the left superficial femoral artery; it should be noted that the absolute pro instruction for use states: the absolute pro .035 biliary self-expanding stent system is intended for palliation of malignant strictures in the biliary tree. In this case, it could not be determined if the off-label use caused or contributed to the reported difficulty. A review of the device lot history records did not reveal any nonconforming material records for this lot relevant to this report. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for this lot. During manufacture all self expanding stents are visually inspected on both the inner diameters and outer diameters for damage, and for kinks. Additionally, the stents are inspected after the stent has been collapsed onto the stent holder.

Event description:
It was reported that during a procedure of a proximal lesion of the left superficial femoral artery, the absolute pro stent was 80% deployed when the thumbwheel froze and the stent deployment stopped. The handle was taken apart and the sheath was manually pulled thereby fully releasing the stent at the target lesion. There was no reported adverse patient effect; however, there was a clinically significant delay in the procedure time due to the device issue. Though requested, no additional information was provided.